Manufacturer narrative:
(B)(4). Date of event: publication year of 2012. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
It was reported via literature entitled: the use of bioabsorbable staple-line reinforcement performing stapled hemorrhoidopexy to decrease the risk of postoperative bleeding authors: francesco saverio mari, m.d.; luigi masoni, m.d.; umile michele cosenza, m.d.; francesco favi, m.d.; giammauro berardi; anna dall¿oglio, m.d.; fioralba pindozzi, m.d.; antonio brescia, m.d. Citation: the american surgeon. November 2012; vol 78. Postoperative staple-line bleeding after stapled hemorrhoidopexy represents a major issue of this procedure, especially in the day surgery setting. In this study the authors assessed the possible benefit of using circular bio-absorbable staple-line reinforcement to reduce the risk of hemorrhage when performing stapled hemorrhoidopexy in a day surgery setting. Patients with symptomatic ii to iii grade hemorrhoidal disease were randomly assigned into two groups. In group a (50 patients; 31 male and 19 female patients; age range: 32 to 65 years old), the authors performed a stapled hemorrhoidopexy using pph33-03 with bioabsorbable staple-line reinforcement (ethicon), a bio-absorbable staple-line reinforcement; in group b (50 patients; 29 male and 21 female patients; age range: 29 to 65 years old), the authors used only a pph33-03 stapler (ethicon). In group a, reported complications included intra-operative staple-line bleeding (n-2) and post-operative tenesmus (n-6). In group b, reported complications included intra-operative staple-line bleeding (n-21), post-operative staple-line bleeding (n-3) which required readmission and reoperation, and post-operative tenesmus (n-15). In conclusion, the study shows that the additional use of the bsr with pph33-03 (ethicon) while performing sh may allow improvement of the safety of this procedure, especially in a day surgery setting. Of course, the lack of a dedicated bsr model for the pph staplers represents a limitation to a more widespread application.